Event description:
Respiratory therapist (rt) responded to vent alarming. Rt and the nurse assessed patient and equipment. Clinical staff found the vent circuit melted and fused together and created a 100% leak. After recognizing the issue, called a charge rt and changed the vent and the circuit. Issue was solved. Heater humidifier involved in incident was a trial neptune heater humidifier and circuit. After incident, patient was switched to hospital-owned fisher & paykel heater humidifier. Biomedical engineering inspected the equipment. The heater humidifier appears to have overheated the internal wire of breathing circuit. This caused the tubing to fuse together. Ventilator was also inspected, no issues found.